Event description:
It was reported that the ventilator failed several tests during pre-use check. Moreover oxidation was noticed on ventilator's components. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
New information related to the section e - initial reporter was provided. Moreover, a correction of fields # d1 brand name, # d4 version or model was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit, d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
It was reported that the ventilator failed several tests during pre-use check. Moreover oxidation was noticed on ventilator's components. The ventilator was investigated on site by our field service engineer. According to service report the unit failed internal leakage test, safety valve test and o2 sensor test during pre-use check and it was also reported that oxidation was found on both pcb expiratory channel and pcb pneumatic back-plane . Issues resolved by replacing the pcb boards with traces of oxidation, cable connection to o2 cell, pull magnet and male quick couplings for the gas modules. It has remained unknown under which circumstances the liquid entered the unit that caused the oxidation on the pcb boards. Unit passed all verification test after replacement of defective parts and was handed over to customer in working condition. No part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. Liquid spillage onto the ventilator may lead to liquid ingress into the ventilator and cause short circuiting which may affect the essential functions of the ventilator. Ingress of liquid/corrosive substance on pc boards can cause failure/short circuits, which might lead to a ventilator malfunction. To avoid this scenario in the future, additional liquid protection solutions was implemented for units with serial numbers above 70001 (for servo-I).

Event description:
Manufacturer's ref. #: (B)(4).